Manufacturer narrative:
The service repair technician (srt) duplicated the reported complaint. The electronic patient gas system (epgs) was powered up and air and oxygen (o2) gas was introduced. The o2 analyzer failed calibration three times. The o2 sensor was replaced and the epgs was reconditioned. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electonic patient gas system (epgs) to lab use only (luo) testing equipment. The oxygen (o2) sensor output was monitored with a multimeter and the o2 blends were checked during calibration using an external o2 analyzer. The initial o2 sensor output was 9.5 millivolts (mv) which was in the expected range of 9-13 mv. Calibration attempts were unsuccessful. During calibration, the o2 blend gets set to maximum but the actual o2 blend measured with an o2 analyzer was only 88%. The calibration failed because the sensor signal was out of range. The pst installed the original o2 sensor as well and the output was normal but calibration again failed. The pst installed a luo o2 sensor into the epgs and calibration was still unsuccessful. The o2 sensors were installed into a luo epgs and calibration was successful. It was determined that the epgs did not meet specification as it could not achieve an o2 blend above 90% during evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, gas calibration failed multiple times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported an issue with their heart lung machine (hlm) during set-up prior to initiation of cpb. The user attempted to calibrate the electronic patient gas system (epgs) and reported that after the epgs failed to calibrate three times it then finally calibrated successfully. The user decided to use the hlm since the epgs did finally calibrate. There were no issues noted during cpb, there was no delay to the procedure, the surgery was completed successfully, with no patient harm or blood loss reported. After the case the user noted that at a sweep rate of one liter per minute (lpm) or lower there was no percent fraction of inspired oxygen (fio2) reading on the central control monitor (ccm). The hlm was taken out of service to be checked by field service.

Manufacturer narrative:
The field service representative (fsr) verified that the gas system would not calibrate. The fsr replaced the oxygen (o2) sensor, but the issue persisted. The fsr replaced the epgs, release testing was performed, and the system calibrated successfully. The unit operated to the manufacturer's specifications.